Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while the device was being applied on the cystic duct, the clips fell into patient cavity and were not retrieved. The device component fell into the patient cavity and was retrieved. There was an unanticipated tissue loss and tissue damage as a result of the problem. Choleric peritonitis and secondary laparotomy were needed. The patient was transferred to a superior hospital for a secondary open surgery conversion. The patient hospitalization was extended for eleven days. The incision was extended by more than 1 inch to complete the case. There was permanent patient injury.